Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular lead exhibited failure to capture and high pacing impedance. The left ventricular lead was capped and replaced on 27 feb 2023. The patient experienced no consequences.